Manufacturer narrative:
Customer is no longer cooperative. After numerous attempts to obtain info pathologist refused to provide any further info or provide the slides. Customer has not confirmed ant pt-related impact, data details, or status. No further details are expected from the customer. This is the initial and final report.

Event description:
Slides were received from the customer alleging artifacts on slides and pt tissue. During the call to the customer to inform them the issue was being investigated, the customer reported that, as a result of this issue, their lab reported out a false positive afb result. The pt was treated following their standard protocol, and the mistake in diagnosis was not identified until several days later.